Event description:
It was observed that during the device evaluation, the cystonephrofiberscope exhibited a dirty image guide cover lens with poor image qulity. There was no patient involvement.

Manufacturer narrative:
The product was returned for investigation. The investigation results are summarized in the product analysis summary. This complaint investigation is supported with prior investigations performed through the product technical investigation (pti) process.